Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use, water quality and h2o2 monitoring were applied as per instructions for use and a pall filter was used for tap water. When the device is not used, it is stored drained. H2o2 is added when the water in the tanks is changed (every 7 days). The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. Prior to initial operation and prior to store the device, its surface and water circuits are disinfected. The device is placed inside the operation theater during use, with the fan positioned opposite to the patient at an estimate distance of 2/3 meters from the surgery field. No evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera pre and post-disinfection procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.